Event description:
It was reported to hamilton medical ag: loss of external power. Battery is not charging, machine only working on battery. No patient harm was reported.

Manufacturer narrative:
Hamilton medical ag case number:(B)(4).